Manufacturer narrative:
This event occurred in (B)(6). Occupation - the occupation is lay user/patient.

Event description:
The patient stated she received an erroneous result when testing with her coaguchek xs meter (unknown serial number). A sample from the patient was tested using the meter, resulting with a value of 1.7 inr. 2 hours later, a sample from the patient was collected and tested in the laboratory using an unknown method, resulting with a value of 2.37 inr. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2.5 - 3.5 inr. The patient had surgery on (B)(6) 2018, so she stopped using coumadin for 5 days, starting on (B)(6) 2018. The patient resumed coumadin medication on (B)(6) 2018.

Manufacturer narrative:
The customer did not return any materials for investigation. The complained test strips have been calibrated against the who standard rtf/16 and are affected by recall. Corresponding retention test strips (lot 286319) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.